Event description:
It was reported that a user received a replacement ilet and experienced a delay connecting to the dexcom cgm, after which the user reported sustained hyperglycemia attributed to the malfunctioning ilet that was replaced. Symptoms included elevated blood glucose up to 302 mg/dl for approximately 36 hours with device alerts for readings above 300 mg/dl for over 90 minutes, without ketone testing, back-up therapy use, or medical intervention. Outcomes included no hospitalization, no need for assistance, and no reported acute complications. Investigation included complaint intake, user troubleshooting and education, and review of available device performance information. Investigation of this case revealed hyperglycemia with cause unclear, with no specific device component or alarm malfunction confirmed and no additional alert or alarm anomalies reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.